Event description:
Event verbatim [preferred term]. Burns [thermal burn], narrative: this is a spontaneous report from a contactable pharmacist. This pharmacist reported same event for five patients. This is the third of 5 reports. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare fuer flexible amending) (device lot number aa2381, expiration date dec2021) from an unspecified date at an unspecified frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient complained about the batch due to burns (in the period august-march). Action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Consumer reports the wrap caused "burns." The cause of the consumers reporting the wrap caused "burns" is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. No lot-specific trend was identified. No expedite trend was identified. Site sample status was not received. Severity of harm was s3. Follow-up (24aug2020): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts are possible. No further information is expected. Follow-up (18sep2020): new information received from the product quality complaint group includes severity rating. No follow-up attempts are possible. No further information is expected.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Consumer reports the wrap caused "burns." The cause of the consumers reporting the wrap caused "burns" is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. No lot-specific trend was identified. No expedite trend was identified. Site sample status was not received. Severity of harm was s3.

Event description:
Event verbatim [preferred term] burns [thermal burn]. Narrative: this is a spontaneous report from a contactable pharmacist. This pharmacist reported same event for five patients. This is the third of 5 reports. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number aa2381, expiration date dec2021) from an unspecified date at an unspecified frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient complained about the batch due to burns (in the period (B)(6)). Action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Consumer reports the wrap caused "burns." The cause of the consumers reporting the wrap caused "burns" is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. No lot-specific trend was identified. No expedite trend was identified. Site sample status was not received. Severity of harm was s3. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the third complaint about the subclass adverse event safety request for investigation received at the albany site requiring an assessment for this batch. The previous investigations were not confirmed to have a manufacturing root cause related to the subclass. On the basis of this evaluation, a trend does not exist for this lot. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Exped trend actions taken: based on this citi search, no trend identified for the subclass of adverse event safety request for investigation for flexible use xl products, see trending graph flexible use xl adverse event safety investigation 10-jul-2017 to 10-jul-2020. There was deviation from (B)(4), complaint trending guidelines, effective 24-feb-2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in (B)(4), action item (B)(4). Follow-up (24aug2020): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts are possible. No further information is expected. Follow-up (18sep2020): new information received from the product quality complaint group includes severity rating. No follow-up attempts are possible. No further information is expected. Follow-up (15oct2020): new information received from product quality group includes updated trend information. No follow-up attempts are possible. No further information is expected.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Consumer reports the wrap caused "burns." The cause of the consumers reporting the wrap caused "burns" is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. No lot-specific trend was identified. No expedite trend was identified. Site sample status was not received. Severity of harm was s3. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the third complaint about the subclass adverse event safety request for investigation received at the albany site requiring an assessment for this batch. The previous investigations were not confirmed to have a manufacturing root cause related to the subclass. On the basis of this evaluation, a trend does not exist for this lot. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Exped trend actions taken: based on this citi search, no trend identified for the subclass of adverse event safety request for investigation for flexible use xl products, see trending graph flexible use xl adverse event safety investigation 10-jul-2017 to 10-jul-2020. There was deviation from (B)(4), complaint trending guidelines, effective 24-feb-2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in (B)(4), action item (B)(4).

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Consumer reports the wrap caused "burns." The cause of the consumers reporting the wrap caused "burns" is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Severity of harm: n/a. Site sample status: not received.

Event description:
Event verbatim [preferred term]: burns [thermal burn], , narrative: this is a spontaneous report from a contactable pharmacist. This pharmacist reported same event for five patients. This is the third of 5 reports. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number aa2381, expiration date dec2021) from an unspecified date at an unspecified frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient complained about the batch due to burns (in the period august-march). Action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Consumer reports the wrap caused "burns." The cause of the consumers reporting the wrap caused "burns" is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Severity of harm: n/a. Site sample status: not received. Follow-up (24aug2020): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts are possible. No further information is expected.

Event description:
Burns [thermal burn], narrative: this is a spontaneous report from a contactable pharmacist. This pharmacist reported same event for five patients. This is the third of five reports. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare fuer flexible anwendung), lot aa2381, expiration date 31dec2021, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient complained about the batch due to burns (in the period august-march). The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available.